Manufacturer narrative:
On 10-feb-2021, it was found that one of health effect - clinical codes was mistakenly included on the initial report. On (B)(6) 2021, mentor received additional information regarding the biopsy and patient's symptoms. The biopsy on the right side was performed about six months prior to the revision surgery of (B)(6) 2014 to rule out something serious. The patient is currently experiencing bilateral capsular contracture (grade unknown). Manufacturer's reference number: (B)(4) health effect - clinical code implant calcium deposits/calcification (e230901) was mistakenly included on the initial report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site calcification (lump), device migration, capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (right: 235cc, left: 215cc) postoperatively experienced right-sided capsular contracture (grade unknown) and device migration, and left-sided medical device removal due to unknown reasons. The patient noticed a lump in (B)(6) 2014, and the patient¿s implanting surgeon indicated that the right-sided device was breaking through the breast tissue. As a result, the patient underwent a procedure on (B)(6) 2014. During the surgery, the left-sided device was replaced with a 215cc mentor memorygel breast implant (catalog #: 3507215mc, serial #: (B)(4)) for unknown reasons, and the right-sided device was removed, washed, and re-implanted. The patient stated that biopsy performed on unspecified date indicated that the right-sided lump found in 2014 was calcification from the primary breast augmentation surgery. Sometime in 2015, the patient experienced right-sided capsular contracture (unknown grade). The patient currently experiences right-sided breast deformity and breast pain. As a result, the patient is scheduled to undergo removal without replacement on (B)(6) 2021. The date of event was estimated as (B)(6) 2014 based on available information. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. This report is for the right-sided prosthesis.